Event description:
The product was used during a lavh procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
As only the disposable staple cartridge was returned for eval and not the subject device, the cause for the reported condition could not be reliably determined.